Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint and package insert were reviewed. Photographic images were made of the returned product. Evidence that product in specification when used.

Event description:
Allegedly patient was walking in a dept. Store when hip gave out. Revised due to neck fracture. Shell was not revised. Medium activity level.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01011, 01012.